Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60t reload loaded in the device. In addition, an installed battery pack was noted on the device and no package material was returned. Additionally, the reload was received partially fired 1/2 and the deck was noted to be damaged. Upon evaluation of the reload, a one-piece sled and some drivers were noted to be damaged. An obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload deck and sled are consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 446c34, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic sigmoidectomy, the firing stopped at 1st firing, when cutting the colon. The device was used on the colon. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. When the cartridge was checked, the knife was move about halfway through. The staple guide was deformed. No further information is available.